Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 did not perform to expectations. The c-ring on the evh sheath split in two. Nothing broke off the device and all parts were removed from the patient tunnel. No portion of the c ring dislodge into the patient¿s leg/arm/tunnel. A new device was opened and the case completed without further incident. No harm to the patient and no significant delay in the case.

Manufacturer narrative:
Trackwise ID #: (B)(4). Updated section: b-4, g-4, g-7, h-2, h-3,h-6, h-10. The lot # 25161993 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/03/2022. An investigation was conducted on 05/24/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
N/a.